Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The shaft separation was confirmed. The difficulty removing the device from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device from the guiding catheter however the shaft separation and treatments appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide catheter: 6fr, sheath: 7fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, de novo, 70% stenosed lesion in the proximal right coronary artery with access via arteria radialis. A 7f sheath and a 6f guiding catheter were used. Medial pre-dilatation was performed with a non-abbott 3.5 x 20 mm balloon catheter at 16 atmospheres (atm) for 10 seconds. Proximal pre-dilatation was performed with a non-abbott 3.5 x 20 mm balloon catheter at 14 atm for 10 seconds. Additional proximal pre-dilatation was performed with a trek nc 3.5 x 20 mm at 20 atm for 15 seconds. The xience prox 4.0 x 38 mm stent was successfully implanted at 16 atm for 20 seconds. Upon deflation it was not possible to retract the stent delivery system (sds) into the guiding catheter. During retraction the balloon tore off and one part got stuck in the guiding catheter. Through a new puncture site, a microsnare was advanced to recover the guiding catheter and the separated sds; the systems were successfully recovered. The patient was doing fine. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.